Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2016 with the following findings: during testing, the battery compartment and cartridge compartment were observed to be cracked. The display was dim and discolored. The pump casing was observed to be cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.